Event description:
Discordant advia centaur xp (B)(6) results was obtained on pt samples. The centaur xp reported out the correct results but the lis, harvest was not interpreting the field from the result record. The results were reported to the physician(s). Upon retest, the corrected result was reported to the physician(s). There was no report of adverse pt health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was not dispatched to the customer site due to the issue not being related to the centaur. The lis vendor was notified of the problem and is working with the account to resolve the issue. The instrument is performing within specifications. No further eval of the device is required.